Event description:
Updated event: prior to the unknown procedure, the generator displayed a replace indictor. Device was not used. Another device was used for the procedure with no patient consequence. There was no coagulation issue as the device was never used.file is not reportable based on the new information received

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon opened a trocar and used a 5 mm instrument when a massive leak of air (co2) occurred. The surgeon opened new trocars. There were no adverse consequences for the patient.